Event description:
It was reported that the patient was not sure when, probably a year of two ago, she had turned stimulation off to do one of the medical procedures and when she turned it on again it sent her to her knees. The patient said in between had carotid artery had to have her neck done. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v557258, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).